Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they alleging possible insulin pump under delivery. The customer¿s high blood glucose was 362 mg/dl at the time of incident. The customer was treated with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that insulin was not delivering when they did it manually on the insulin pump and customer also stated that insulin exited from tubing during the fill tubing process. The customer decline to performed the troubleshooting. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.